Event description:
A nurse reported that the valved trocar did not seal, when disengaging instruments and therefore continued venting. The problem was solved after using a trocar plug to seal the trocar valve, and the procedure was completed with no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).